Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that suture placement was attempted using a proglide device with a 6fr sheath in the left common femoral artery using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, the foot plate would not retract and was pulled from the artery. The artery was torn and a surgical cut-down was completed following the aaa procedure to repair the artery and complete the procedure. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. There was a reported clinically significant delay in the procedure. No additional information was provided.